Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during initial drain. The registered nurse (rn) stated that they were trying to change the initial drain alarm because it was set to 10ml. The rn stated the clamps were open. The baxter technical service representative (tsr) asked the rn if the patient was connected. The rn stated yes. The tsr asked the rn if there was air in the patient line. The rn stated yes. The tsr recommended the rn start over with new supplies and explained that the rn would not be able to change the initial drain alarm since the therapy had been started. The tsr had the rn close the clamps, disconnect the patient, and cycle the power. The hc alarmed power restored/initial drain. The tsr assisted the rn with ending the therapy and getting the set out. The tsr had the rn cycle the power. The hc went to press go to start. The tsr assisted the rn with changing the initial drain alarm. The tsr explained the rn could start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Baxter is attempting to obtain additional information. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm in which air was observed was not confirmed. The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.